Event description:
Customer reported needle broke off in lower stomach site. Customer went to ER and had x-ray done. The broken needle was removed surgically.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Complaint history check yielded no other complaints for similar condition for the lot reported. No obvious trends were noted. Device history review was conducted and no anomalies noted. Quality assurance will continue to monitor on monthly trend reports.